Event description:
Information received indicates the bed exit alarms on the bed but does not send a nurse call.

Manufacturer narrative:
The technician replaced the right siderail ucm cable to repair the bed.